Event description:
A customer reported that while testing the handpiece before surgery, the surgeon received a shock to the hand, and that the handpiece felt warm. There was no report of injury to the surgeon. Additional information has been requested.

Manufacturer narrative:
An initial visual assessment of the returned phaco handpiece (hp) revealed separation between the hp cable jacket and both the hp and connector stain reliefs. The hp strain relief was also separating from the hp end cap weldment. Lastly, a dent in the irrigation line was also observed. However, the hp passed all flow rate tests. The hp was ground resistance tested and passed. The hp's irrigation and aspiration passage fluidic flows were tested and found to be within product specifications. Additional testing was performed and the hp did not pass the tune test and a system message - "loose tip" was observed twice, even after the hp tip was switched out and tightened. The hp was subsequently disassembled and brown discoloration on the hp crystals, indicating moisture ingress, along with a nonconforming middle o-ring were observed. The customer reported event of the hp causing a shock and being warm could not be confirmed as the hp would not tune and consequently could not be run for further testing. It is unk whether the aforementioned visual nonconformities contributed to the customer reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece. The root cause of the customer reported event of hp causing a shock and being warm could not be determined as the hp was not able to be run during functional testing and could not be evaluated further. An internal investigation has been opened to address the moisture ingress issue. (B)(4).